Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. This code is used to describe an endoleak. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The date of aneurysm enlargement (B)(6) 2017, will be used as an event date.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. Pre-treatment computed tomography angiography (cta) showed that the maximum diameter of an aortic aneurysm/lesion was 54mm. The patient tolerated the initial procedure. Follow up cta showed that from (B)(6) 2017 till (B)(6) 2018, the aneurysm increased in size from 55mm to 60mm. It was reported that on (B)(6) 2018, a type ii endoleak was determined. On (B)(6) 2019, a coil embolization procedure was performed to treat an endoleak. The patient tolerated the procedure.